Event description:
Customer reported patient had IV potassium replacement ordered 20 meq/100cc to infuse over 80 minutes. Bag hung at 0945. Nurse rechecked patient at 1020 and bag was empty. Primary bag appeared to be more full than previously. Nurse then attached another bag to secondary to observe and noted to be dripping as if free flowing. Appeared to be dripping from secondary into primary bag - not into patient. New tubing hung appeared to be working correctly. There was no adverse patient effect. Although requested, no further patient or event information was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The product was received. Investigation is not complete. A follow up report will be submitted with any relevant information.